Event description:
Procedure type: lung resection. According to the reporter: neoveil, the reinforcement material was attached to purple cartridge to perform firing. At the 2nd firing, the device made a loud crack and the handle could not be squeezed after the device was fired about 1 cm. The surgeon opened a new stapler and a black cartridge and tried firing without the reinforcement material, but still the handle stopped at the same point. Third stapler and third cartridge were opened, but the result was the same. The surgeon opened another new device and grasped the tissue from the opposite side. Firing was completed without problem after that.

Manufacturer narrative:
(B)(4).